Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Meter UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 289, 313, 198 and 221 mg/dl. Customer stated that after getting shots in her knees the week before, her blood sugar started increasing. The customer¿s expected fasting blood glucose test result is 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 12/27/2020 and test strips have not been opened for more than four months. Customer stated she would consult with her health care provider to see if the medication altered her blood sugar and no replacement was needed after education. The meter memory was reviewed for previous test result history (customer only provided 4 results): (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 11-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 11-may-2020: h1: type of reportable event corrected from "malfunction" to "serious injury".